Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat cavotricuspid isthmus and flutter fibrillation, a farawave was selected for use. Use of the catheter to treat cavotricuspid isthmus and flutter fibrillation constituted off-label use of the catheter. During procedure, 30 seconds after last application on cavotricuspid isthmus a st segment elevation and transient coronary spasm were noted. Contrast was injected to check for spam once it was resolved. It is expected to fully patient recover. The device is not expected to be returned as it was disposed.